Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal heating element was coming off, heating element completely delaminated from the bottom jaw with a large amount burned tissue stuck on as well. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Blood was observed on the harvesting tool handle. A visual inspection determined that the heater wire was flexed away from hot jaw and was detached at the tip. The wire remained attached at the base of the jaws. Tissue and char buildup was observed on the jaws. Based on the returned condition of the device the reported complaint was confirmed for reported failure "bent wire". Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal heating element was coming off, heating element completely delaminated from the bottom jaw with a large amount burned tissue stuck on as well. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal heating element was coming off, heating element completely delaminated from the bottom jaw with a large amount burned tissue stuck on as well. The hospital did not report any patient effects.